Event description:
I was implanted with mentor smooth round high profile gel breast implants in (B)(6) 2010. Within three months of implant, I began to experience decreased energy ((B)(6) years old). Within the next year, my health continued to decline. I have been treated for major depression twice since implants (seriously escalated following implant). I was diagnosed with early onset peri-menopause at (B)(6). I also had dangerously low levels of iron and was started on iron supplements. In 2011, I began experiencing large amounts of hair loss and continued decreasing energy and anxiety. I also began developing skin rashes, tested negative for celiac, and was diagnosed with gerd. In 2015, after continued decrease in energy and onset of exhaustion and fatigue with little activity, I sought medical attention again. I was diagnosed with hypothyroidism and prescribed levothyroxine by a gp. From that point forward, my health declined drastically. I continued to seek help from doctors, but all lab work came back ¿ok¿, except for continued low vitamin d. After multiple requests to see an endocrinologist, I was finally referred to one, as I thought my continued decline was due to thyroid issues. My endocrinologist changed my medications, tried different doses, and ultimately added cytomel. I was also diagnosed with hashimoto¿s. In (B)(6) 2016, I began to experience debilitating neurological issues including: inability to focus, inability to articulate words and participate in conversations, inability to focus, forgetfulness, ¿brain fog¿, getting lost driving roads I¿d driven my entire life, sensitivity to strange smells, sensitivity to light, chronic and debilitating neck pain, vision disturbances, chronic fatigue, extremely dry skin, weight problems, inflammation, various food intolerances, weird tastes/smells, heart palpitations, dehydration for no reason, pain in left breast, chest pain, and a headache that stuck around for four years. I also, developed muscle pain and joint pain to a point where I was almost unable to climb stairs. After two ER visits for these symptoms, I was referred to a neurologist and all tests came back normal. I also had stomach aches and cramping, diarrhea, no appetite to extremely hungry, muscle weakness/fatigue, sleeping all the time, head and cold intolerance, slight fevers, sore throat, urgent and frequent urination, chills and sweating, and lower back pain. In 2015, I began hrt. In 2015, my ana test came back positive and I was referred to a rheumatologist. Lab work showed very high levels of dheas and adrenal fatigue was ruled out. My rheumatologist ran multiple tests and the diagnosis was seronegative ra. I began treatment with plaquenil. In 2018, I sought out a second opinion from another rheumatologist, as the rashes, neck pain, muscle aches and joint pain were controlling my life. At this time, I was diagnosed with undifferentiated connective tissue disease and fibromyalgia. I have had genetic testing done and have no markers for autoimmune disease. In 2018, I was also referred to a urologist for a bladder scope as I have had recurring hematuria with no underlying infection. I have been bedridden off and on and I believe the medical diagnoses are a result of unsafe silicone implants which contain a significant amount of toxic chemicals. I chose to have an en bloc implant removal on (B)(6) 2019. Please note that I am still in recovery from surgery and still experience brain fog and this is likely not an all-inclusive list of all symptoms. Left breast capsule tissue pathology came back with ¿focal perivascular mild reactive chronic inflammation¿ in (B)(6) 2019.